Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that at the start of the first case of the day, the machine would not hold peep and the doctor was not able to stabilize the patient for surgery. The fabius generated an alarm. There was no patient injury reported.

Manufacturer narrative:
Despite repeated reminders the customer has not provided the requested information & log files. The available information was not sufficient to determine the root cause of the reported symptom. According to the description of the event the machine did not hold peep at the beginning of a case and the doctor was not able to stabilize the patient for surgery. Any relevant leak that would cause the reported inability to hold the peep will be detected during the mandatory leak test prior to use if it is already present right at the beginning. If the leak occurs during use, the integrated pressure and volume monitoring of the fabius ensures that corresponding visible and audible alarms will be generated, depending on the limits adjusted by the user.

Event description:
.